Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped, and touchscreen became unresponsive so customer could no longer operate pump. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections to maintain insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown. Mobile OS: Unknown.